Manufacturer narrative:
Product event summary: preliminary analysis could not confirm the reported event, the device was analyzed and no anomalies were found. Further analysis was performed after the repair was approved. This analysis found that the device was too sensitive. As a result the device was calibrated.

Event description:
It was reported that the external pulse generator (epg) suddenly powered off and failed to pace. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.